Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4) (individual complaint number (B)(4)). The actual device has been received and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available. Pump serial #(B)(6) - MFR and importer report numbers: 9610825-2016-00303. Pump serial #(B)(6) - MFR and importer report numbers: 9610825-2016-00304.

Event description:
As reported by the user facility: date of occurrence: (B)(6) 2016 - 8713050u, serial # (B)(4), milrinone drip 9.29ml/hr event: high pressure alarm generated, nurse restarted pump, 11 min later displayed: 2159 code, which is an internal error. Interruption of function of 2 pumps in space station, clinicians believe a spontaneous bolus incident occurred after error codes of 2159 were displayed as evidenced by change in patient's vital signs [....] "I'm hoping you can provide some information to help with a problem that occurred a couple of days ago here. We had two infusomat space pumps operating within the same space station, when one pump spontaneously malfunctioned, displaying code 2159, eleven minutes after it had been restarted following a high pressure alarm. The second pump malfunctioned with the same code about seven minutes later, only one second after a quick stop/restart operation. The second malfunction occurred while the nurse was still working to remove tubing from the previous pump. Also, both pumps were running at slow rates, i.e., 9.29 and 3.3 ml/hr, and it is claimed that one or both delivered a bolus at some time during these events".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The pump was tested as follows and the reported complaint was not confirmed. Three time volumetrics of 9.29ml/hr and 1 hour (dl: milrinone) in space station tested in specification with induced device alarm during run to verify that bolus nor free-flow occurs during alarm or door opened three time synchronized run of both pumps (s/n (B)(6)) in space station using log's progression of actions ran with no device alarms: three times synchronized run of both pumps (s/n (B)(6)) in space station using log's progression of actions with an induced device alarm caused no device alarm in the other pump: the history files were analyzed. On the (B)(6) of (B)(6) 2016 the infusomat space was turned on at 11:36am. After tube selection (original space line) the therapy data's were set (drug epinephrin). The infusion was start at 05:14pm with a flow rate of 5,78ml/h. Between 05:14pm on the (B)(6) of (B)(6) and 03:05pm on the (B)(6) of (B)(6) the dose rate and the vtbi were changed several times. At 12:40am ((B)(6) 2016) a tube change was performed. The infusion was started again at 12:41am. At 03:05pm the infusomat was stopped and started again within 2 seconds. After restart a device alarm 2159 was thrown by the infusomat space immediately. The claimed malfunction " poss bolus received " was not comprehensible with regard to the history files. A device alarm stops the delivery immediately. The complaint is with regard to the claimed malfunction "error 2159" was not judgable. This malfunction was found in the history, but it wasn´t reproducible with a test pump in the laboratory. Based upon the results of the functional testing, volumetric accuracy, and simulated testing, the pump operated as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional information becomes available, a follow up report will be submitted.